Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose as well as the insulin pump had a partial display. The blood glucose level was 42 mg/dl. Customer stated that the screen was white and the screen was looking like it is creased. Customer stated that the insulin pump was bumped. The customer declined troubleshooting for low blood glucose. The product will return for the analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Unit display properly. No missing segment/partial display, white screen and the screen creased noted. However, unit had unresponsive up button due to unlocked lcd keypad connector. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to unresponsive button.